Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged battery door and scratched lcd lens. Event history log review was performed and found no evidence of reported problem. Visual inspection, and functional testing were performed. The customer problem regarding delivery accuracy was unable to be duplicated. According to the investigation, three different delivery accuracy tests were performed and all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed volume testing (18.58, 18.38). No adverse effects reported.